Event description:
Pt underwent hip surgery on 4/10/96. On 4/22/96 a feeding tube was inserted in pt. X-ray for tube placement showed bronchial placement. Tube was removed. Intubation was re-attempted. Pt expired prior to second placement x-ray.